Event description:
The following has been reported: "device delivered bolus without request/programming, no reaction to keystroke, no switch-off possible. The device could no longer be operated via the membrane keypad." Reporting due to the referenced issue. No reports of any adverse effects sustained by the patient. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event. Indeed, on the last infusion, 10 bolus have been recorded whose 7 could be assimilated at a keyboard dysfunction. The device was returned to our laboratory for analysis. Upon reception, it has been noticed that there was no keyboard response, impossibility to switch off the device and an auto switch on if connected on the main. Due to the defective keyboard, no test has been performed. However, an internal check showed pollution and oxidation traces on the keys. Then, the device worked properly with a new keyboard. The reported issue is confirmed and the root cause is probably due to usuability (infiltration in the keyboard). In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keyboards provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.